Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, root cause and occurrence cause of the ¿e103 (lamp lightning failure)¿ could not be identified. Upon troubleshooting, it was found that the customer used an aftermarket lamp. The issue was observed during set up, the bulb was replaced with a xenon lamp, and the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D2: additional product codes fdf and fds. The device was not returned to olympus for evaluation. The customer replaced xenon lamp and resolved the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was having an image processor or light source error code e103 displayed; the issue was resolved by replacing the light bulb. The issue was found during set up. The procedure was completed with a similar device. There were no reports of patient injury or medical intervention associated with this event.